Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height drawer 2.1 not detected on bus and potential liquid damage to drawer trays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found contamination and a spill in main half height drawers 2.1 and 2.2. Cubies were not detected on the first-row tray a for both drawers. The fse removed the cubies and replaced tray a in both drawers. The spill was cleaned using wipes to ensure no further contamination. After replacing the trays, all cubies were reinserted, and all cubies were detected successfully. Hardware testing application testing passed, and the customer inventoried drawers 2.1 and 2.2 to confirm no further failures occurred. The system functioned as intended after the field service engineer repaired the device.